Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma and occlusion and embolization (micro or macro) with transient or permanent ischemia. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore tag thoracic endoprostheses using a gore dryseal sheath with hydrophilic coating to repair a distal aortic arch aneurysm. Endoprostheses were deployed successfully, and upon retraction of the introducer sheath, the right common iliac artery (rcia) was injured, causing occlusion of the right internal iliac artery (riia). A bare-metal stent was implanted to repair the injury. Retrograde blood flow from the collateral arteries were maintained and the left internal iliac artery was patent, so that occlusion of the riia was monitored. It was reported that the vessel diameter of the right external iliac artery was a bit narrow and there revealed a pre-existing dissection in the rcia. It was also reported that a flap that was caused by the rcia injury might have occluded the riia.